Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, aortic stent graft extension and three (3) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 3a endoleak was identified. A secondary procedure was completed. The physician elected to reline the original implant with the ovation abdominal stent graft system. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
CT scan: (B)(6) 2011, (B)(6) 2018.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, due to the lack of relevant medical images records, clinical was unable to find substantial evidence to confirm the reported event of a type 3a endoleak. However the off label the neck anatomy and off label bilateral iliac arteries have been identified as contributing factors therefore this most likely cause of this event is user related. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.